Event description:
Event description guidant received information that this physician was dissatisfied with the predicted remaining longevity of this pacemaker. The caller believed the device was depleting faster than it should be based on the length of implant time.

Event description:
Guidant received information that this physician was dissatisfied with the predicted remaining longevity of this pacemaker. The caller believed the device was depleting faster than it should be based on the length of implant time. A guidant technical services consultant performed a longevity calculation and found the device appeared to be depleting faster than expected. The caller refused to have the memory of the device downloaded for review by a guidant engineer. At this time, the device remains implanted and critical therapy is being provided. Three years and six months later, this pacemaker was electively explanted and replaced.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough device evaluation was performed. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. As the device was explanted over three years after the initial allegations, laboratory testing could not confirm the previously reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.